Event description:
A physician reported that during an intraocular lens (iol) implant procedure, lens was found to be damaged during implantation. One of the haptics appeared to be "trimmed" and was adhered to optical part of the lens. The lens was removed during initial procedure. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
Correction information was provided in h.6. FDA product codes (a0502) has been added. Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Photo review: provided photo shows an implanted iol(intraocular lens). One of the haptics appears to be broken and appears to be attached to the optic with the gusset area. Based on our observation of the attached photo, one of the haptics appears to be broken and appears to be attached to the optic with the gusset area. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The product was subject to handling and the reported damage was highlighted post implantation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).